Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an emergency endovascular treatment for a descending aortic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system (ctag-acs; proximal tgmr373715j/24114473, distal tgmr373720j/22657039). Reportedly, the patient had the severe shaggy aorta. The patient tolerated the procedure. On (B)(6) 2021, the patient complained of pain and hemothorax was noted. A computerized tomography showed localized non-communicating aortic dissection (thrombosed type) at the proximal edge of the ctag-ac. Reportedly, the ctag-ac¿s edge got stuck in the aortic wall, and the dissection seemed to have occurred from that site. The patient was diagnosed with an aortic rupture, and an emergency procedure was indicated. On the same day, an additional ctag-ac (tgmr404015j) was implanted to cover the dissected site while stopping bleeding by balloon occlusion. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s aorta was in quite poor condition before the initial procedure. The vessel tissues might have been fragile.